Manufacturer narrative:
Corrected sections: describe event or problem. Corrected section removed "the hospital did not report any patient effects." (B)(4). The vasoview 6 pro device was returned to the factory for evaluation. No signs of clinical use or evidence of blood were observed. A visual inspection was conducted. No signs of blood were observed. The device was returned outside of the sterile packaging, but in the plastic tray. Upon observation there was no foreign material/matter observed both in or on the tray or on the device. No failures were observed. Based on the results of the evaluation we were unable to confirm the reported failure mode ¿foreign material present in device¿.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro customer stated fuzz in sterile product. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro customer stated fuzz in sterile product. A replacement device was used to complete the procedure. The hospital did not report any patient effects.